Event description:
Additional information received from a trial patient indicated that they got shingles right before the interstim was removed, and currently still had it.

Event description:
Information was received from a basic evaluation trial patient. The patient reported that she had felt a sting and had a red spot on her stomach. The patient stated that a healthcare professional (hcp) advised her to go to her medical doctor. The patient noted that she has the shingles and was given medication by her medical doctor. It was indicated that it was unknown if the issue was resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.